Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Contact information: (B)(4) attempts were made to obtain further information regarding the device repair. To date no further details have been provided.

Event description:
The customer reported the ventilator is giving high oxygen pressure alarm. The customer reported the unit was not in use on patient.

Event description:
The customer reported the ventilator is giving high oxygen pressure alarm. The customer reported the unit was not in use on patient.